Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -6.5/0.5/080 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different power lens due to refractive surprise. The exchange resolved the problem. Cause of event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry with residue/debris in a microcentrifuge vial. Visual inspection found optic deformed, haptic bent and stretched out to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).